Event description:
Rn unable to infuse med since IV pump alerting for air in tubing. Pump kept alarming air in line. Nurse check tubing no air. Could not get pump to work. Changed "pump brains"; still could not get it to work. Tried another pump. Concerned about tubing problem since tubing has filter. Determined that approx 10ml of drug in tubing due to purging of tubing by rn. Delay in therapy noted, pt upset as per conversation with rn. (B)(4).